Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. During dissection fluid loss was noted on the balloon. It was indicated that the reason for the fluid loss was unknown. There were no other symptoms or complications and the patient fully recovered following the procedure.